Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: a1, g4, g7, h2, h4, h6, and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. Based on the legal manufacturer¿s investigation, it is difficult to specify the cause of the event since the subject device was not returned and no detailed information of the foreign object was provided by the customer. However, it is likely the event occurred because a broken rubber piece fell into biopsy channel due to stress.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that all personnel are trained on how to properly reprocess the scopes.

Event description:
The service center was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) procedure, a portion of the valve was noted in the scope¿s channel. The procedure was stopped and scope was withdrawn from the patient. The patient¿s procedure was rescheduled as the facility did not have any clean scopes available to complete the procedure. No medical intervention or patient injury occurred.